Event description:
It was reported that the user dropped the ilet and the display screen cracked, after which the user could not navigate the device screens. Symptoms included no reported clinical effects. Outcomes included no reported impact to health. Investigation included internal review of the reported hardware damage. Investigation of this case revealed a physically damaged screen consistent with accidental drop and cracked display. It was concluded that the device experienced hardware damage to the screen, and a replacement device was provided.